Event description:
New information notes that the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to interrogate on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 and h6 for missing premature battery depletion complaint.

Event description:
New information notes that premature battery depletion was noted on implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion and communication failure was confirmed. The loss of communication was due to low battery voltage; the low battery voltage was a result of premature battery depletion. High current from the hybrid was noted during electrical testing. An anomalous hybrid was found to be the cause of the high current drain and premature battery depletion. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.